Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarm occurred. Additionally, the pump battery was observed to be depleting rapidly. The customer¿s blood glucose (bg) level ranged from 400-548 mg/dl causing customer to feel sick. Multiple supply changes were performed to address the occlusions. Although requested, no additional information was provided.